Event description:
It was reported that the table locks were disengaged without foot pedal activation, causing an unexpected free float motion of the tabletop in the longitudinal and lateral directions. There was no pt involvement and no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found that the foot pedal was not aligned properly. The fe readjusted the pedal and verified the table locks were performing as expected.